Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Review of the most recent repair record determined the power cord was frayed. The plug harness assembly was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit power cord was frayed near the hand piece. There were no physical indication of char, spark, fire, or smoke. There was no patient involvement. Due diligence is complete and no further information is available at this time. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit power cord was fraying near hand piece. The event occurred outside surgery. There was no reported patient involvement, harm, or delay. Due diligence is in progress, and no further information is available at this time.